Event description:
The manufacturer received information alleging a ventilator service required alarm occurred. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the reported issue was not duplicated during an operational check. The error log was checked and an error code related to the pressure sensor was found. Evt_press_sensor_mismatch means the device software has detected a large pressure drop between the monitor and outlet pressure sensors (i.e. Across the machine flow sensor). During a check of the inside of the device, dirt on the flow sensor was confirmed. The flow sensor was replaced to address the issue.